Event description:
A tibial articular surface provisional was discovered fractured in the sterile processing departing while assembling the instruments.

Manufacturer narrative:
Visual inspection of the returned tasp confirmed that the device fractured at the lateral side of the post. The tasp also has gouges and exhibits other signs of repeated use. Both pieces were returned. This device had been in the field for approximately 3 years and 10 months, and was used an unknown number of times; therefore it was determined that the device was conforming when it left zimmer biomet control. The receiving inspection report was reviewed with no deviations or anomalies identified. This device is used for treatment. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured before the design modification and was part of the re-design scope. Therefore, the root cause is considered to be a previously addressed design issue.